Event description:
Positive advia centaur troponin ultra results were obtained on a pt samples. Testing was performed on an alternate method and the results were negative. The pt samples were tested again on the advia centaur and the results were positive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra results when compared to the alternate method is unk. The instrument is performing within specifications. No further eval of the device is required.